Event description:
It was reported that the ezio needle protection cap has come loose in closed packaging. We received further notifications of other needles on which the protective cap had already been manually reattached without opening the packaging. The errors were all detected during a stock check. The needles are handed out individually. The problem was detected in the module bag of the fr backpack as well as in the storage cabinet. No one was injured.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Received one (1) 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU) for investigation purposes. The complete needle set was received. Upon receipt a visual inspection was performed to determine if the needle set had sustained any misuse/abuse/damage. Nothing was visually noted. The needle set was bubble/leak tested to standard astm d2096 f2096-11. An unprotected needle puncture leak was discovered per the photo. The complaint has been confirmed. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint has been confirmed. Root cause has been assigned to manufacturing-assembly. An ncr from the lm (athlone) has been opened to address the issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ezio needle protection cap has come loose in closed packaging. We received further notifications of other needles on which the protective cap had already been manually reattached without opening the packaging. The errors were all detected during a stock check. The needles are handed out individually. The problem was detected in the module bag of the fr backpack as well as in the storage cabinet. No one was injured.